Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to load to the scope or connection part being loose because the phenomenon was resolved by reconnecting the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii video system center blacked out. The issue occurred during a diagnostic colonoscopy procedure. During the procedure, the intestine was found to be twisted when the scope was inserted. When the scope was twisted to break the loop, the image blacked out with no error message displayed. The image recovered when the scope was removed. The scope was reinserted as is and the procedure was completed. The site suspected that the connection of the connector part was loose. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.